Event description:
The primary surgery occurred on (B)(6) 2023. On (B)(6) 2023, a patient visited dr complaining of pain and dysphagia. Dr ordered an x-ray. After reviewing the x-ray on (B)(6) 2023, dr scheduled a revision surgery for (B)(6) 2023. After review of the x-ray dr noted that the 2 screws placed in c7 had backed out. The x-ray also shows the cover sitting proud. In addition, dr noted that the c6/c7 interbody had subsided into the c7 endplate. Dr also mentioned that the interbodies were fused, so he removed the bottom two screws and cover and left the rest of the plate in the patient. Dr noted that the patient had received steroid injections after the procedure without his knowledge.

Manufacturer narrative:
This event occurred due to subsidence of the interbody leading to excessive force on the screws. In addition, dr believed that the patient receiving a steroid injection may have also complicated the situation. Improvements to the strength of the cover are in process to try and reduce the probability of the cover coming off in the future. The primary failure of this device was most likely due to subsidence of the interbody; however, the strength of the cover could have been a contributing factor.